Manufacturer narrative:
Insulin pump was unable to prime during prime/delivery test due to faulty forced sensor resistor. No motor error alarm noted. Motor passed motor test. Pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind. Unable to perform occlusion test and no delivery test due to prime anomaly. Pump had minor scratched display window.

Event description:
It was reported that customer received a motor error alarm. It was reported that drive support cap appeared normal. Customer did not report a motor position encoder error alarm. Insulin pump was able to rewind and passed displacement test. It was also reported that bolus delivery was not completed due to receiving a motor error alarm. Customer's blood glucose was 218 mg/dl. Insulin pump would need to be replaced.